Event description:
The following report was received by medtronic (covidien): during cerebral arteriovenous malformation / embolization, it was reported the marathon microcatheter could not be removed after using onyx 18. For that reason, the physician used snare 4mm to retrieve the microcatheter (including the distal segment and marker band). Removal of microcatheter was successful but hemorrhage was observed from the right vertebral artery. The physician then performed occluding treatment for the vertebral artery parent vessel and embolized the area with coils. The physician determined and commented the cause of difficulty in the catheter removal was due to the vessel tortuosity and reflux of the onyx. The vessel was tortuous, moderate level, and moderate size in diameter. Vasospasm was not observed. The physician paused during injection but it was less than 2 minutes. The pause time after injecting onyx was 2 minutes. The facility is unable to verify the amount of pressure placed on the syringe during the onyx injection. The injection speed was slower than usual. The reflux seemed less than 1 cm under imaging. The dead space of the delivery catheter was filled with dmso. Medical intervention was required. Procedure extended over 30 minutes. The patient last known status was brain dead. The patient's baseline status was not provided. Same event as MFR# 2029214-2015-00346.

Manufacturer narrative:
This report was opened to capture the onyx related events. Four syringes were returned for evaluation; however, based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. The lot history record review was not possible since the lot numbers were not reported. (B)(4).